Event description:
It was initially reported on (B)(6) 2013 reported that the pump was not working like it used to. It was unclear when this began, but it was believed that it began a few months. On (B)(6) 2013 patient saw a new healthcare provider (hcp) for the first time. The device system was used to deliver clonidine, bupivacaine and dilaudid. It was later reported on the date of this report that during "the first part of (B)(6), it (pump) started working intermittently, it would give a dose and then the pain would come back and patient¿s feet would start burning and then 2-3 days down the road it would kick back in and patient could feel it was starting to work¿. It was stated that "they turned it off for a while and when they turned it back on it was still doing the same thing and that its working intermittently". The pump was turned off on (B)(6) 2013 "and then they turned it back on when patient started seeing the new hcp from 1st of (B)(6) (2013)". The pump was set at "a low dose but hcp upped it ¿like 700 percent and patient¿s body wasn¿t used to this kind of stuff". After the pump was turned back on "when it kicks off patient can start feeling some pain in his left side and his concern was that he was starting to feel something in his left kidney and he can¿t get anyone to listen to his concerns". "When it did kick on this time, patient got a large dose and had retention for 3 days and couldn¿t go to the bathroom, then when it started easing off it was shutting down again and then after it turned off patient came off of it like a withdrawal and was doubling over from pains in his left side". It was stated that this problem started around (B)(6) 2013 and "then when it kicked back on the (B)(6) 2013 then by tuesday the following week, patient had pain in his left side again because the pump quit again". Patient was getting muscle cramps in his calf muscles and that this had occurred before when patient was coming down from the medication". It was indicated that normally patient can¿t tell he even has medication "until it goes away'. It was stated that "we were raising the pump every 2-3 weeks and patient would itch with morphine and it does the same thing when they put dilaudid in, then patient would get used to it after 2-3 days and the itching would go away". "The first 5 weeks this pump was in were great, we were still going up and it took patient a few days to get ok after the itching and we were getting out the burning in feet and lower back and were just starting to work on that when the pump started working off and on". Patient¿s hcp put him on oral medications "lyrica, percocet, and the one that helps the most is an 8mg exaldo but patient might have them go up a little more". These medications help patient with "the side effects for when the pump kicks off, its kind of like the medication in the pump". Hcp had just put him on these medications and he picked up his prescription on (B)(6) 2013. It was stated that the hcp thought there wasn¿t anything to worry about". Patient was upset because his hcp wasn¿t concerned and thought they should do a dye study. Patient felt that "this machine shows that everything is working, but its not doing it properly, and they never actually checked to see if its giving me the amount that it should per day". Patient was told by a family member about a recall on the pump, which had the patient concerned.

Event description:
Additional information: patient had increased pain and fluid (urine) retention. Patient was scheduled for a pump evaluation on (B)(6) 2014. Per reporter they were planning to remove bupivacaine and clonidine from the pump at the next refill if it was not explanted. It was added that patient was on the concomitant medications (oxycodone, exalgo, lyrica) due to pump not working. A follow-up report will be sent when additional information is available.

Manufacturer narrative:
.

Event description:
Additional information reported dye and roller studies were being performed on 2014-03-13 along with changing the drug in the pump. It was stated the patient felt the pump was not working as much on the weekend.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient started to itch when he got medication last wednesday ((B)(6) 2014) and he got retention. The pain and arthritis went away and then about 1.5 days later, friday ((B)(6) 2014) at noon, it seemed like something eased up and his feet started burning again. The patient also got queasy in his stomach when he was receiving medication. Both a dye study and rotor study were done about 2 weeks prior to this report. The patient was told that the catheter was not stopped up and it was his understanding that for the rotor study they administered a bolus for 1 minute and that didn't work and then they administered after 5 minutes and then it worked. The patient's next appointment with his hcp (healthcare provider was on (B)(6) 2014. The patient believed that there was something wrong with his pump and was going to ask that his hcp replace it. It was noted that the patient had an intolerance to morphine and dilaudid and got itching. During the trial with morphine, he had great pain relief however he itched all night long. The patient had not noticed any pattern to when changes would occur with his therapy; it could happen when he was working outside in the yard or while sleeping. The pump was delivering in simple continuous mode. The pump had previously been delivering bupivacaine, clonidine, and dilaudid. At the last refill it was changed to just dilaudid. Additional information was received three days later and it was reported that the dye study was done around march 9th, but "the test was done on an 'app' (referring to a bolus) rather than letting the pump run continuously with the dye" the "app test" showed that the pump was working fine. The patient felt that the pump was not working; he would feel his body heat up, he had night sweats when sleeping and he never had that prior to the pump. The following day, he would hurt all over again. He had trouble with his ankle and calves cramping up. The arthritis in his 2 fingers and hand (arthritis from furniture moving) would hurt when the pump wasn't working. The super burning sensation in his feet from nerve damage would be relieved if the pump was working. The patient's health was fine; he didn't have diabetes. The pump would only work once or twice a week; he "gets a bolus". The patient had been hurting so bad the last few days and the oral medication he was taking was not doing anything for him. The patient was on oxycodone 7.5 mg, lyrica 50 mg 2x/day, exlargo, and dilaudid 8 mg. When the patient had opium based medication (such as dilaudid and morphine) he itched.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).